Manufacturer narrative:
(B)(4). This is a report of a use error-reuse of supplies where the therapy was not properly re-set when new supplies were used. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. The guide instructs the user not to attempt to reuse the disposable set more than once. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake by not starting therapy over prior to re-setting up with new supplies. The patient was connected and in initial drain at the time of this report. The patient explained that they had an unrelated alarm and started over with new supplies. The technical service representative (tsr) inquired about how the care giver (cg) did the setting up and determined that the cg did not properly end the therapy and just changed out the supplies. The tsr advised the cg to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.